Event description:
It was reported the patient's device was intermittently stalling and restarting, resulting in an increase in pain for the patient. The patient's health care provider (hcp) conducted contrast and roller arm studies. It was stated the catheter was difficult to aspirate, but was patent when flushed and a dye test showed it was still in the intrathecal space. Diamorphine was being used in the pump despite previous advice and information that it is contraindicated in the pumps. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.